Manufacturer narrative:
(B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was intermittent loss of power for the roller pump connected to the right side network interface card (nic) board. The roller pump and sensor modules connected on the right side of the nic board sometimes lose power but the central control monitor (ccm) is unaffected. The roller pump connected on the nic board left side was working fine. As a result, an alternate system-1(aps1) was employed. There was a delay only for a few minutes as they changed out the aps1 in order to continue the procedure. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient. Per the clinical review on 08-aug-2016: during prime of the cpb circuit, the user observed intermittent loss of power to roller pumps and modules connected to the right side of the base. The ccm did not lose power and devices powered from the left side of the base were not affected. The user elected to change out the aps1 prior to initiating cpb and used a back-up aps1. According to the subsidiary site, this delayed the start of cpb by 15 minutes. The patient remained in stable condition, during the change out, and no patient harm was observed. The case was completed successfully, without associated blood loss.

Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's subsidiary service engineer, it was observed that the central control monitor (ccm) has not lost it's power even if it is connected to the network interface card (nic) board. When the roller pump loss its power, the power on the roller pump will return in a few seconds but will loss again after a few minutes. Based on the previous service, the unit has problem with the right nic cable. The right nic cable was replaced but the cable is an old cable from the facility's old unit which still caused intermittent power loss. The subsidiary service engineer cannot confirm the root cause is the nic cable. Diligence attempts to obtain more information for part return and more information have been unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.